Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.